Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter displayed an unknown error message. The patient was unable to clarify which error message the meter was displaying other than it was showing a message that there were a strip fill problem and to retest with a new strip. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged error message appeared late afternoon on (B)(4) 2015. The patient informed the csr that she manages her diabetes with insulin (self-adjuster) and claimed she continued to follow her usual diabetes management regimen in response to the alleged issue. During the initial call, the patient reported that 2-3 hours after the alleged issue began she developed symptoms of feeling ¿dizzy, queesy, faint and had blurred vision, spots in her eyes and headaches.¿ during the follow-up call, the patient informed the csr that she associated the symptoms with ¿abnormal glucose; high or low.¿ the patient stated she was unable to perform a blood glucose test at the onset of her symptoms due to the error message appearing however, claimed she had something to eat in response to her symptoms. During the follow-up call, the patient attributed the onset of her symptoms to not being able to test her blood glucose with the subject meter due to the reported issue. During troubleshooting, the csr walked the reporter through a retest and the alleged meter issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms indicative of serious injury after the alleged error message began to appear.